Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display crack issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/14/2014 with the following findings: the display was found to be cracked. The pump powered on with a blank display screen. The display was replaced with a test display and the pump¿s display function returned to specification. Unrelated to the complaint, a battery compartment crack was observed.